Event description:
It was reported that a cut was noted in the centrimag motor cable while performing a visual investigation. Functional testing revealed that the test console could not recognize the motor due to the cut in the motor cable. The positioning of the pump head was not stable during a functional test on the motor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor¿s cable being damaged was confirmed. The returned centrimag motor (serial number (B)(6)) was received and tested at the european distribution center. The motor¿s cable was observed to have a cut in it upon arrival, exposing damaged inner conductors. The motor was tested alongside a known working test centrimag console; however, the motor was unable to be recognized by the test console due to its damaged cable. When the motor was functionally tested, the positioning of the pump head was not stable. Due to the motor¿s cable being irreparable, the motor was advised to be scrapped after approval customer service. The root cause of the damage to the centrimag motor¿s cable was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing this event.